Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads; upn: m365sc2218700; model: sc-2218-70; serial: (B)(6); batch: 7090689 / 7090689.

Event description:
It was reported that the patient was experiencing pain at the pocket site. No device malfunction suspected. The patient underwent an explant procedure and was doing well postoperatively. The explanted ipg was not return.